Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire. The wire insulation was inspected, and no external physical or thermal damage was observed. The instrument was connected to an in-house bipolar cautery cable that was installed onto the in-house system. Energy was recognized due to one grip functioning properly; however, multiple attempts were made to deliver energy at different orientations with no success. Initial findings were confirmed that the instrument passes energy recognition, however fails to deliver energy. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib boat pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tubes. Broken conductor wire will be made the new primary code, and failed continuity test will be added as a related code. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument does not conduct electricity. A backup instrument was required. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not get any chance to get those information because the hospital does not keep a register of treatments using a specific instrument.